Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. Customer unable to exit the prime loop. The blood glucose reading is 70 mg/dl. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose drive support disk. The alarms for the loose drive support disk could not be verified due to the motor error alarms. The insulin pump had a cracked case at display window corners and battery tube threads, and minor scratches on the display window.